Manufacturer narrative:
(B)(4). Follow up with the nurse indicated that she was not aware of the situation. The nurse stated that the patient was transferred to hemodialysis. The nurse stated that the reason for his transfer to hemodialysis was unrelated to peritoneal dialysis therapy. The nurse confiemd that no medical intervention or patient injury was associated with this event.

Event description:
A hospital in (B)(6) reported that two rt340 breathing circuits were leaking. No patient consequence was reported.

Event description:
It was reported that: "pt has been experiencing some pain and wanted to know if the times implanted were part of the recall."

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. No use error was suspected therefore no label review was required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of ldva is currently being investigated through CAPA number (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a low drain volume alarm, which occurred on the homechoice during use during initial drain. The caregiver (cg) stated there were large air bubbles in the patient line. The baxter technical service representative assisted the cg in ending therapy. The cg would restart with new supplies on the machine. There was no patient injury or medical intervention indicated at the time of the initial report.